Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that on the 1st proximal row, the stent struts were lifted distally. The undamaged section of the crimped stent outer diameter (od) was measured and is within the maximum crimped stent profile. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues on the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 15mmx4mm, 90% stenosed, concentric, target lesion was located in a coronary artery. A 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 4 x 15mm non-bsc stent was advanced which also failed to cross the lesion. The device was then removed and the procedure was completed with a 3.5 x15 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.